Event description:
It was reported that the device would not recognize the paddles. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the hard paddles and the internal therapy connector assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the returned assemblies and observed that a pin on the therapy cable connector was broken. It was also observed that the device connector sockets 1 and 6 were badly damaged, as well as, the surrounding plastic.